Event description:
The consumer reported an accidental reagent exposure to the eyes with a binaxnow covid-19 antigen self-test on (B)(6) 2023. Per the consumer, she accidently splashed reagent into her eyes as she was opening the bottle of the reagent. The consumer had mistakenly used the reagent solution as her eye drops. The consumer was not feeling well and went to the emergency room after she experienced dizziness, in addition to, irritation and discomfort in her eyes. The consumer confirmed there was no death or serious injury. Although requested, no additional information was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation or discomfort occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single-use: device discarded.